Event description:
As reported: during use on a patient, the valve was dysfunctional. It was impossible to advance the bypass through the introducer valve. There was no consequence for the patient. Another device was used. No medical intervention was necessary. The device is not available.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f ce manta was deployed for closure. No issues were encountered advancing or withdrawing procedural sheaths. During deployment, the physician encountered severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. When met with resistance it was "impossible to advance the bypass tube into the valve". The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.